Event description:
Initial result for a patient creatinine was 2.1mg/dl. A second sample gave results of 0.7 and 0.8mg/dl. When the original sample was retested, the results were 0.7 and 0.7mg/dl. The field service representative was unable to determine a cause for the discrepant results.